Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that restenosis and stent fracture occurred. The patient presented with symptomatic restenosis of a previously implanted 6.0mmx18mmx150cm express vascular sd stent in a renal vessel. Angiography was performed and it was noted that the previously implanted stent had fractured. A non bsc stent was then deployed to cover the 6.0mmx18mmx150cm express vascular sd stent and the procedure was completed. No patient complications were reported and the patient's status was stable.